Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient had a device site infection. Device removal was scheduled for (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID (B)(6), lot# va2cwpp, implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.